Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV and an "increase in size, pain, deformity, change in consistency", "inflammatory process adjacent to the internal capsule¿ and ¿hypoechoic image is observed in relation to the inflammatory process.¿ the device remains implanted.